Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy, on vaginal cuff closure, the needle kept breaking, which added at least an hour to the patient¿s surgery. The needle fell into the patient¿s cavity. It was retrieved via a laparoscopic grasping device, but extended the case significantly and the surgeon ended up closing the vaginal cuff via hand stitch through the vaginal vault to complete the case. The procedure was converted to open due to the device problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Needle was found to be broken at suture swage with marks around the loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.